Event description:
It was reported that the patient presented persistent pain since his primary right total knee arthroplasty in 2014. The patient suffered pain, swelling, and received different diagnosed treatments as MRI that was ordered to evaluate for rsd, and also lidocaine and kenalog was injected. On (B)(6) 2015, the patient patellar tracking appeared laterally subluxed with possible patellar subluxation. On (B)(6) 2015, the patient was diagnosed with instability of the right tka with lateral patellar subluxation, and a revision surgery was performed for removal of the insert and soft tissue realignment of the patella.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and based on the limited information provided and without the return of the device for analysis the root cause of the reported pain, instability, patellar mal tracking, and lateral patellar subluxation cannot be determined. (B)(4) no relevant clinical medical information was provided to conduct a thorough medical assessment. (B)(4): based on the information provided the cortisone injection was give as an efficient analgesic for the treatment of the patients rheumatoid arthritis and not due to mal performance of the smith and nephew device. The patient impact beyond the treatment cannot be concluded. No further medical assessment can be rendered at this time. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.